Manufacturer narrative:
Insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomalies noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump has a crack at the bottom righ hand corner. Customer's blood glucose level at the time 101mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.